Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump volume was intermittently too low. Additionally, the customer experienced a low blood glucose (bg) level; value was not provided. Reportedly, the customer had delivered multiple boluses prior to the low. Customer consumed glucose tablets and carbohydrates to address the bg. The customer reverted to an alternate method of insulin therapy.